Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error and no delivery. The reporter did not know the blood glucose reading at the time of the call; the blood glucose reading the night prior was 8.2 mmol/l. A button had been pressed for 3 minutes, and the customer reported that the button error alarm was able to be cleared. Upon troubleshooting for the no delivery alarm, it was found that the insulin pump was working as designed. Nothing further reported.